Event description:
It was reported that the pacemaker patient had an lead safety switch to unipolar with the right ventricular (rv) lead due to high out of range pacing impedances on (B)(6) 2019. The patient reports near-syncope on multiple occasions. Review of the latest presenting egm shows a small artefact that was not sensed. There is a lot of myopotential oversensing after the configuration changed to unipolar. Since then device was programmed to uni pace/bi sense, where the patient had done well. Troubleshooting was able to show mypotential tracking of noise in the right atrial (ra) lead (bipolar). She decided to decrease sensing to 0.75 mv in that channel and recheck oversensing; there was none. Patient is on remote monitoring and will be watched carefully. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).